Manufacturer narrative:
Findings: no button error alarm noted. Unit had intermittent button response due to corroded keypad traces. No unexpected scrolling screens noted. Unit had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 140 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.